Event description:
It was reported that cgm displayed error message 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and was guided through reset, after which pump no longer displayed cgm error message.